Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there were delays during login at the pyxis station. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that there were delays during login at the pyxis station. A technical support specialist was confirmed by the customer that the issue was resolved by information technology. The system functioned as intended after information technology resolved the issue.